Event description:
Reportedly, on 23-april-2026, the rv impedance measurement is not displayed on the tablet; only the rv coil measurement is visible. However, the value is printed correctly.

Manufacturer narrative:
Investigation of the provided files is still ongoing, results will be provided on the next report.